Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp tm 4.1mm mtx,13mm (tmm4b13) and one unknown abutment were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. Two different products were returned: (tsvwb13) and an unknown zimmer abutment. Visual evaluation of the as returned products identified fragment of the abutment hex in the implant drive feature. The implant's platform and collar were also damaged possibly during the removal process. Following unsuccessful attempts to obtain more information from the customer, it was decided to address all the items (returned and unreturned) in the investigation since the returned products, although not reported, had some apparent malfunction. Functional testing could not be performed due to the nature of the devices and events. No pre-existing conditions were noted. The reported devices had been placed on tooth # 30 (universal) for approximately 6 years. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR & complaint history review (unknown abutments (2): DHR and complaint history review could not be performed since the lot/item numbers were not provided. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. DHR review (tmm4b13 & tsvwb13): DHR review for the lot: (62661939) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the tsvwb13 as the lot number was unknown. Complaint history review (tmm4b13 & tsvwb13): complaint history review was performed for the reported lot number: (62661939) for similar events (complaint category keywords: medical: bone loss & functional: fracture) and no other complaint was identified. Additionally, complaint history review by item number was conducted for the tsvwb13 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product for similar events. Based on the available information, the following conclusion has been reached: tmm4b13 & unknown abutment: device malfunction and the reported event could not be verified as the products were not returned. Tsvwb13 & unknown zimmer abutment: device malfunction has occurred and the reported fracture event was confirmed. However, bone loss could not be verified as the exact details of event were nonverifiable. The following sections have been updated: b4: date of this report. G3: date received by manufacturer. G6: checked "follow-up". H2: checked follow-up type. H3: changed "yes" to "no". H6: entered evaluation codes. H10: added manufacturer narrative h3 other text: device not returned.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One imp tm 4.1mm mtx,13mm ((B)(6) and one unknown abutment were reported but not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was performed using applicable instructions for use, risk files and other available information. A different product was returned ((B)(6)) with damages possibly sustained during the removal process; there seems to be fragment of another device in its drive feature. However, after three unsuccessful attempts to obtain more information from the customer, it was decided that the investigation would be conducted only on the reported products (not returned) and events. Since there were no allegations against the returned implant, it has been moved as an associated item to this complaint. Functional testing could not be performed since the products were not returned. No pre-existing conditions were noted. The reported devices had been placed on tooth # 30 (universal) for approximately 6 years. X-ray / picture images were not provided. Appropriate documentation was reviewed. DHR review for the lot (62661939) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. However, DHR review could not be performed for the unknown abutment as the lot number was unknown. Complaint history review was performed for the reported lot number (62661939) for similar events (complaint category keywords: medical: bone loss & functional: fracture) and no other complaint was identified. However, complaint history could not be reviewed for the unknown abutment. Based on the available information, device malfunction and the reported event could not be verified as the products were not returned. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h2: checked follow-up type h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device not returned

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the dentist tried to make a new crown and found the abutment broken inside of the implant. Dr tried for 3 hours to remove the fractured abutment and was unsuccessful. Implant had to be removed and patient will return for a new implant. Bone loss also reported. Loss of integration incorrectly reported by customer. Tooth #30.